Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed, the pump was in good condition. Service history identified, the complaint was not related to a previous service of the device within the review period. Review of the event history log found, high alarm displayed downstream occlusion. Functional testing was performed and the downstream occlusion (dso) sensor was out of calibration. The dso sensor was calibrated. And the unit passed, all testing.

Event description:
It was reported, that the pump showed, error downstream occlusion. There was unknown, patient involvement.